Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to inflation issues the patient requested his inflatable penile prosthesis (ipp) be replaced on a future date. It was reported that this patient has not had his device fill up since 2015.